Event description:
It was reported to resmed that an astral device displayed a system error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation was performed. The reported complaint could not be confirmed. Based on all available evidence, an investigation determined that there was no fault found with the device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system error message. There was no patient harm or serious injury reported as a result of this incident.